Event description:
In 2008, it was reported to boston scientific corporation that an endovive safety peg kits pull method was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, "... The scalpel was already in the locked position, and would not open. The physician completed the procedure with another endovive safety peg kits pull method device. No patient complications were reported, as a result of this event, and the patient's condition was reported as "fine" following the procedure.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, an analysis is not available, and the cause of the reported malfunction is undetermined. A search of the complaint database did not identify any additional complaints recorded for this lot. A review of the device history record of the pertinent lot was performed; no anomalies associated with this complaint were noted. The april 2008 15-month initial g-tube enteral feeding product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.